Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a cal error alert and a bad sensor alert which resulted in having to change the sensor two times. The customer also stated that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 132 mg/dl compared with the sensor glucose reading of 45 mg/dl. The customer also reported a bent sensor cannula. The customer's sensors were replaced and returned.